Event description:
Allegedly, the patient was revised for unknown reasons.

Manufacturer narrative:
This is the same event as 3010536692-2015-00480, -00481, -00483, -00484. This report will be updated when investigation is complete. Trends will be evaluated.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.